Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. During troubleshooting, tandem technical support verified that customer was receiving insulin through pump. Customer's blood glucose ranged from 300- 321 mg/dl.